Event description:
A pt received a burn to the skin around the incision site while undergoing a lumber surgical procedure in the l4-l5 area of the spine. During the surgery, the microscope was set at a short working distance in order to illuminate through the cannula diameter (approximately 19mm) and the light intensity was set at 100%.

Manufacturer narrative:
The system and the microscope light source were inspected by a service technician and found to be operating within normal tolerances. The product labeling providen info regarding phototoxic tissue injury recommending among other things, use of the lowest light setting possible, reducing the exposure time to minimum and taking precautions to cool the surgical field.